Event description:
Rn with known hypersensitivity to latex reports that her 5 y/o son has asthma, numerous food and drug allergies, latex hypersensitivity and allergies to insect bites as a result of her latex allergy.